Event description:
It was reported the pt experiences an occasional shocking/stinging sensation at the ipg site when stimulation is on, however, it's not related to recharging. Follow-up identified stimulation is working properly. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.